Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. While changing the pump supplies multiple cartridge change error messages occurred with multiple cartridges during the loading process. Customer was able to load a cartridge and resume insulin delivery. Customer's blood glucose was 180 mg/dl. Reportedly, pump and/or manual injections were used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change error was verified. The alleged occlusion was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.